Event description:
It was reported that the procedure was to treat a lesion in the ostial circumflex with mild calcification and mild tortuosity. A 6frenchx23cm sheath was used in the branch artery. The 7.0x59mm omnilink elite stent delivery system (sds) was advanced but the physician realized a shorter length was needed and attempted to remove the delivery system. There was no resistance upon removal, however, the stent came off the balloon. Cut down surgery had to be performed to have the stent removed from the artery. Nothing was left in the anatomy. There was no adverse patient sequelae. Although there was a reported delay in the procedure, it was confirmed that there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported stent dislodgement could not be determined; however, the subsequent treatment of surgical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.